Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, induration, was deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse (+) lot number 100096872 was reviewed. No nonconformances were noted that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This case is linked to MDR 3013840437-2020-00023, 3013840437-2020-00024, 3013840437-2020-00025, 3013840437-2020-00026, and 3013840437-2020-00027, referring to the same patient. This spontaneous report was received from a (B)(6) physician and concerns a (B)(6)-year old female patient (weight (B)(6) kg, height 165 cm, reported as 1.65 cm). She was injected with radiesse (+) into the cheekbones, commissures and mandibular edge, on (B)(6) 2018. Radiesse was injected dermal and supra-periosteal, using a 25g cannula and with the needles included in the product. Batch number was reported as 100096872. A lot search in the global safety database was conducted. On the same occasion, the patient was injected with radiesse, also into the cheekbones, commissures and mandibular edge, using a 25g cannula and with the needles included in the product. Batch number was reported as 100107526. Overall, the patient was injected with a total of 3 ml (2 syringes) of both products, with 1.5 ml into 4 injection points per side. The patient underwent tensioning threads, 3 years ago, and was treated with hyaluronic acid into the commissures, 2 years ago, without adverse reaction. Initially was reported that the patient experienced fibrosis by threads and had quite a few reactions to this type of treatment. According to the glogau classification, the patient was in group ii. Further patient's medical history and concomitant medication were reported as none. She had no disposition to lymph drainage problems, allergies, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2019, one year after the injection of radiesse(+), the patient experienced inflammation, fibrosis and induration in both cheekbones, mandibular edge and commissures. Within approximately one and a half year (also reported as after almost 16 months), after the injection of radiesse(+), the patient developed granulomas, in theory confirmed by ultrasound. According to the physician, this was not an immediate reaction. An ultrasound and a complete immunological analysis were performed. Corrective treatment included dezacort at first, and then varidasa and traumeel topical for several months. No systemic antibiotic was prescribed, and the patient was not hospitalized. The outcome of inflammation in both cheekbones, mandibular edge and commissures, fibrosis in both cheekbones, mandibular edge and commissures, and induration in both cheekbones, mandibular edge and commissures was reported as not resolved. The outcome of granulomas was reported as unknown. In the opinion of the reporter, the events were of severe intensity, not-life threatening and related to radiesse (+) but not incorporated anesthetic. As reported, if duration of more than 5 months was considered permanent, then the reporter also considered the inflammation, fibrosis and induration as permanent.

Event description:
Follow-up information was received on 14-may-2020: the physician informed that the patient slightly maintained the granulomas, but that they were barely noticeable. They were only noticeable when the patient pushed the area of the oral commissures / marionette lines with her tongue. It was clarified that the physician offered to perform an ultrasound but the patient did not want to do it, since she was feeling well and calm. The physician did a complete analysis to look for possible pathologies and the results were absolutely normal. The physician considered the case closed. Due to the provided information the outcome of all events was considered as and changed from unknown to resolving.